Event description:
Admitted 4/25/97 for same day surgical procedure, underwent a hysteroscopy for reduction of uterine fibroid and ovarian cyst. Pt was put under general anesthesia and at 1300, procedure began. Initially, her blood pressures were approximately systolic of 100-110- with pulse in the 60's - 50's. At 1530, her bp decreased to systolic of 80's. At 1600, there was an abrupt desaturation and the procedure was ended. They had used 18 (3 liter) bags of glycine during procedure. In postop, recovery room, was slow to awaken and confused. Electrolytes at that time confirmed fluid overload and lasix was ordered. This caused a diuresis. Her serum sodium was then found to be 85mmol. She was moved to ICU at 0130 on 4/26/97, pupils were noted to be fixed and dilated and she was unresponsive. CT scan showed diffuse cerebral edema. Diagnosis made of hyponatremic encephalopathy with presumed cerebral herniation syndrome. Pt was declared clinically brain dead at 1530 on 4/30/97.